Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarming with air detected in the cassette message during drain 3 of 4. Patient cancelled treatment, removed the cassette and noticed fluid inside the cycler. Patient reported there being a hole in the membrane of the cassette. Availability of the sample for evaluation is unknown. Due diligence was conducted and several follow-up attempts with the patient and the patient¿s peritoneal dialysis nurse was unsuccessful. It is unknown if there are any serious injuries, complications or infections. At this time, there are no adverse events reported.